Event description:
It was reported that this patient underwent a right shoulder replacement. Subsequently, they patient developed a low-grade infection causing implant loosening. The patient was last known to be in stable condition following the event. No further information is available.